Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The bladder contained 620cc. Catheter size 16 was inserted, the balloon was inflated at 10cc. In the next minute the balloon self-deflated and self-expelled. So, the patient was re-catheterized with a catheter from the same lot#. The same issue occurred, balloon self-deflated and self-expelled. Patient was re-catheterized a 3rd time, with a catheter size 18, the balloon was inflated at 10cc. Again, the balloon self-deflated and self-expelled. Consequence: was that patient was not catheterized. Device was discarded.

Event description:
The bladder contained 620cc. Catheter size 16 was inserted, the balloon was inflated at 10cc. In the next minute the balloon self-deflated and self-expelled. So, the patient was re-catheterized with a catheter from the same lot#. The same issue occurred, balloon self-deflated and self-expelled. Patient was re-catheterized a 3rd time, with a catheter size 18, the balloon was inflated at 10cc. Again, the balloon self-deflated and self-expelled. Consequence: was that patient was not catheterized. Device was discarded.

Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed and 100% leak test was conducted , and no leak product was found. There was no complaint device returned for investigation. Based on the complaint description, it was reported that the catheter's balloon is deflating which suggest that the balloon had leak. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.